Manufacturer narrative:
Device was received with no button response due to corroded keypad traces. No button error alarm noted. Unable to verify for failed battery test and battery out of limit alarm due to no button response. Unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery alarm due to no button response. Insulin pump received with cracked case near display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and missing end cap sticker.

Event description:
It was reported that the device alarmed button error alarm. Customer's blood glucose was 260 mg/dl. Device was unable to clear the battery out limit alarm and failed battery test alarm. Customer agreed to return the device for analysis.